Event description:
The user facility reported their reliance synergy washer was leaking a large amount of water onto the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility, inspected the washer and found the drying piston valve to be broken. The technician repaired the washer, completed a test cycle and confirmed the unit was operating to specification. The unit was installed in (B)(6) 2012 and is currently under steris service contract. The last preventive maintenance was completed on (B)(6) 2014 at which time the unit was verified to be operating to specification.